Manufacturer narrative:
Conclusion of cer (B)(4): the following is the result from our investigation: failure mode description: progress bar does not start or stops before completion; unit hangs; switch-off by on-off key may be blocked, failure effect: software does not boot or boot process cannot be completed. Root cause: esm processor board has been identified to be the faulty component. Correction: replacement of the esm board. Conclusion: defective component is replaced and the device works again afterwards.

Event description:
The following was reported to hamilton medical ag: c3 hangs during boot. No error code, only audible and visual alarm.